Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information re garding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that firing rod damage, uart communication errors, and articulation calibration errors. Visual inspection of the returned adapter noted da mage to the firing rod indicative of a disconnection with reload laminates. Functionally, the adapter was connected to gen2 acc software and the strain gauge was responsive. There were universal asynchronous receiver-transmitter (uart) communications errors and a single articulation calibration error in the data saved to the system. The adapter had 46 of 50 procedures remaining. The adapter was connected to a clamshell and a signia handle running v29.6 software. The device calibrated correctly. A reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hangups or sluggishness. The adapter was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial # (B)(6)); egia60amt, egia60amt egia 60 artic med thick sulu, (lot # unknown); sigpshell, sig power sigpshell control shell, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, before firing, the handle had a red circle with a line error message. Another power handle, shell, adapter, and reload were used to complete the case. There was no patient involvement. Medtronic's initial evaluation of the incident is that the firing rod indicative of a disconnection with reload laminates.